Event description:
Same case as MFR # 2134265-2012-04927. It was reported that during a stenting treatment procedure, a balloon rupture occurred. Access was obtained via the vein graft to the posterior descending artery (pda). The target lesion was located in the severely tortuous and non-calcified posterior descending artery. The physician advanced a 12mmx2.50mm emerge balloon to dilate the lesion. The emerge balloon was inflated to 16atms for 45 seconds and ruptured on the first inflation. The physician further dilated the lesion with a 12mmx2.50mm emerge balloon, but the balloon ruptured at 14atms after 45 seconds on the 1st inflation. The procedure was completed with a promus element stent delivery system. No patient complications were reported and the patient's status was fine.

Event description:
It was further reported that the two emerge balloons ruptured at 6 and 4 atms, not 16 and 14atms as originally reported.

Event description:
Same case as MFR# 2134265-2012-04927. It was reported that during a stenting treatment procedure, a balloon rupture occurred. Access was obtained via the vein graft to the posterior descending artery (pda). The target lesion was located in the severely tortuous and non-calcified posterior descending artery. The physician advanced a 12mmx2.50mm emerge balloon to dilate the lesion. The emerge balloon was inflated to 16atms for 45 seconds and ruptured on the first inflation. The physician further dilated the lesion with a 12mmx2.50mm emerge balloon, but the balloon ruptured at 14atms after 45 seconds on the 1st inflation. The procedure was completed with a promus element stent delivery system. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed contrast in the balloon and inflation lumen of the catheter. A longitudinal tear was identified in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states "do not exceed the rated balloon burst pressure" and the balloon was inflated above the rated burst pressure stated in the dfu. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: correction. The most probable root cause is not user related as originally reported. The device was not inflated over rated burst pressure. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).